Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Patient reported right side rupture and "image suggestive of a group of microcysts in the 'qim" - cysts have been deemed not device related. Device has been explanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and "image suggestive of a group of microcysts in the 'qim". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.